Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting unspecified sensing issue. No changes or intervention was reported. The patient was in stable condition.